Manufacturer narrative:
MFR received date: 21aug2019. Method code added. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019. The field service engineer was able to verified the reported problem. The field service engineer replaced the battery to address the reported issue.

Event description:
The customer reported that the battery led is flashing and fan is turning on and off. The customer reported that the unit was not in use on patient.